Event description:
Prior to a cryosurgical procedure the cryotip separated upon pressurization of the cryogun. There was no pt injury.

Manufacturer narrative:
The device was examined and showed signs of interface corrosion. The action taken by cabot medical in september 1989, as described in the original MDR submission dated 3/10/98, was done to prevent this condition from occurring.